Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a documented blood glucose of 202 mg/dl, and the blood glucose subsequently returned to the normal range after troubleshooting and education were completed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included resolution of the hyperglycemia without alerts or alarms and without hospitalization. Investigation included case review and user troubleshooting with education. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.